Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported there was failure to sense atrial with bipolar device. It was further reported the atrial lead had failure to sense bipolar. The doctor tested unipolar through the analyzer and lead sensed very well. The device was explanted and replaced rather than a lead extraction. The lead remains in use. No patient complications have been reported as a result of this event.